Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from 5% battery life to 45% immediately when the pump was plugged in to charge. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, review of the pump data indicated that the pump battery gauge was at 10% battery charge then 75% battery life once the pump was disconnected from power source. Then the pump battery gauge jumped to 90% battery life without charging the pump. It was indicated that the customer would continue to use the pump until the replacement arrives.